Event description:
A patient specific prescription form was submitted for patient's right distal femur. Note indicates "new fracture of the right femur s/r fall. Patient fell and sustained a periprosthetic fracture. Need to revise femoral component with a longer stem or be prepared to do a distal femoral replacement".

Manufacturer narrative:
An event regarding periprosthetic fracture involving a jts proximal tibia was reported. The event was confirmed by medical review. Method and results product evaluation and results: not performed as no items were reported. Clinician review: "the implant in situ was for a jts proximal tibia replacement, which was inserted on (B)(6) 2016. The surgeon reported a periprosthetic fracture. The CT scans provided showed that the femoral bone has fractured and displaced at the tip of the stem. Therefore, this has confirmed the reason for revision." Product history review: review of the product history records indicate that 1 device was packaged and manufactured according to spec on 10oct2016 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from 29may2016 to present for similar reported events regarding periprosthetic fracture. There have been 2 other events. Conclusions: an event regarding periprosthetic fracture involving a jts proximal tibia was reported. It was also reported by the surgeon "patient fell and sustained a periprosthetic fracture". The investigation concluded that periprosthetic fracture involving a jts proximal tibia was caused by patient fall. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action:

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
A patient specific prescription form was submitted for patient's right distal femur. Note indicates "new fracture of the right femur s/r fall. Patient fell and sustained a periprosthetic fracture. Need to revise femoral component with a longer stem or be prepared to do a distal femoral replacement".